Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: patch from 2001 to may 2008. Concurrent conditions included obesity and polycystic ovary since 2004. Concomitant products included levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2017 for menstrual cycle abnormal, cramps menstrual, bleeding menstrual heavy and pain as well as ibuprofen since 2012, naproxen sodium (aleve) since 2012, oxycodone from (B)(6) 2017 to (B)(6) 2017 and paracetamol (tylenol) since 2012. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced change of bowel habit ("bowel pattern and constipation"). In 2011, the patient experienced chills ("hormonal changes (chills)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("severe abdominal pain; cramping / constant severe pain at right side of abdomen"), weight increased ("weight gain"), fatigue ("fatigue") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), dental caries ("tooth decay"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with fiber regiment and surgery (supra cervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, dental caries, alopecia, dyspareunia, chills, female sexual dysfunction, abdominal pain, weight increased, change of bowel habit, fatigue, dysmenorrhoea and constipation outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, change of bowel habit, chills, constipation, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure was properly placed most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. New reporter added and patient demographics updated. Concurrent conditions and historical, concomitant and treatment medication were added. Events, hormonal changes (chills), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, weight gain, constant severe pain at right side of abdomen, bowel pattern and constipation were added. Lab data updated. Essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: patch from 2001 to may 2008. Concurrent conditions included obesity and polycystic ovary since 2004. Concomitant products included levonorgestrel (mirena) from september 2012 to april 2017 for menstrual cycle abnormal, cramps menstrual, bleeding menstrual heavy and pain as well as ibuprofen since 2012, naproxen sodium (aleve) since 2012, oxycodone from september 2017 to october 2017 and paracetamol (tylenol) since 2012. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced change of bowel habit ("bowel pattern and constipation"). In 2011, the patient experienced chills ("hormonal changes (chills)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("severe abdominal pain; cramping / constant severe pain at right side of abdomen"), weight increased ("weight gain"), fatigue ("fatigue") and constipation ("constipation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), dental caries ("tooth decay"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with fibre, dietary and surgery (supra cervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, dental caries, alopecia, dyspareunia, chills, female sexual dysfunction, abdominal pain, weight increased, change of bowel habit, fatigue, dysmenorrhoea and constipation outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, change of bowel habit, chills, constipation, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure was properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.